Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by critical care nurses in an online survey that the physician stated that he or she was not able to successfully dilate the nephrostomy tract because the patient became unstable. Additionally, the physician stated that he or she was not able to successfully place the working sheath because the patient became unstable. The physician also stated that he or she was not able to successfully sustain pressure or deflate the balloon because the patient became unstable. Finally, the physician stated that the patient was not stone free at the completion of the procedure. All statements were made in relation to the x force nephrostomy balloon dilation catheter with eagle inflation device.

Event description:
It was reported by critical care nurses in an online survey that the physician stated that he or she was not able to successfully dilate the nephrostomy tract because the patient became unstable. Additionally, the physician stated that he or she was not able to successfully place the working sheath because the patient became unstable. The physician also stated that he or she was not able to successfully sustain pressure or deflate the balloon because the patient became unstable. Finally, the physician stated that the patient was not stone free at the completion of the procedure. All statements were made in relation to the x force nephrostomy balloon dilation catheter with eagle inflation device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against the product. Therefore, a retraction is being submitted. Correction- f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.